Event description:
The customer reported an antibiotic piggyback emptied at a much faster rate than expected and biomed testing determined that the back-check valve in the primary set appeared to have failed. There was no report of pt harm or medical intervention was required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the evaluation is pending. A follow up report will be submitted once the failure evaluation has been completed.